Event description:
Patient called stating she went to the pharmacy to get the shingles vaccine on (B)(6) 2018. After the vaccination, she was provided a bandage to cover the injection site. Upon removing the bandage that evening, the patient's upper arm was extremely red and itchy. The patient stated she now has a "tattoo like" burn on her arm which has not cleared up.